Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was not able to be successfully implanted due to pacing inhibition it was suspected that reason for this issue was the placement of the lead. This lead was successfully replaced. No adverse patient effects were reported.